Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet with a g7 cgm, during which insulin delivery continued as the glucose level decreased, with a recorded nadir of 43 and approximately 20 minutes out of range before recovery. Symptoms included shakiness and sweating. Outcomes included successful correction with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included review of device data and user report, along with troubleshooting and education on hypoglycemia treatment and the recommendation to obtain a glucometer for confirmation of low readings. Investigation of this case revealed that the device alerted for the low glucose, the user treated with oral glucose, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.